Event description:
It was reported that during the implant procedure, the set screw for the is-4 port was screwed in after placing the left ventricular (lv) lead pin into the header to secure the lv lead. The physician decided to unscrew the set screw in order to remove the lv lead. At that time, the screw would not unscrew successfully. The screw and grommet were then removed from the device header. The device was not used and required replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a missing set screw. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.